Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for the specific failure event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a level l4-l5, l5-s1 dynesys spine implant on (B)(6) 2009. It was stated that the patient started to have issues above the last fusion l3-l4. The patient was nearly pain free for 6 years. As (B)(6) 2009 was given for the implantation date, it was then entered the last day of the month "(B)(6) 2009"

Manufacturer narrative:
A technical investigation was not possible to perform, as the patient was not revised. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: n/a as no reference number was available. The DHR check could not be performed as the lot number was not available. It is reported that the patient is experiencing pain approx. 7 years after implantation of a dynesys implant back in 2009. The pain is located just above the last fusion which was done at levels l3-l4. No specific product relation was reported. The patient only wants to know how to proceed with his pain and what upcoming treatment is the most preferred. No medical data such as x-rays, surgical notes or any other case-relevant documents received. The reported event does not indicate a specific product issue, but much more a request of the patient. The patient is experiencing pain several years after implantation of a dynesys spine, in the above levels of his fusion. There is no direct relation between the reported pain and the implanted products. Based on the given information, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).